Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the rail suture end was cut with the device cutter and the suture knot was properly formed. This is consistent with successful needle deployment and suture retrieval, therefore, contradicting the reported cuff miss. However, the suture loop remained in the suture bearing which resulted in the whole suture containing the knot being removed along with the device. Contributing factors for a failure to release the suture loop from the suture bearing included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. During testing, the suture bearing was inspected and there was no obstruction that could have prevented the suture loop from being released from the suture bearing. The suture is inspected for proper assembly and loading into the device during manufacturing. There were no challenging anatomical conditions reported which could have caused the suture loop failure to release from the suture bearing. Deploying the foot and needles outside the artery would result in the suture not being able to penetrate the arterial wall which would have contributed to the suture loop not being able to release from the suture bearing as intended. Based on the manufacturing inspection criteria and device analysis, the probable cause for the failure to release the suture loop from the suture bearing is related to the operational context during use of the device and not a product quality deficiency. No manufacturing or quality deficiency was detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).